Manufacturer narrative:
The serial number of the c501 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with online tdm carbamazepine gen.4 on a cobas 6000 c501 module. The sample initially resulted in a carbamazepine result of 0.00 ug/ml with a data flag. The sample was repeated twice, resulting in values of 1.47 ug/ml with a data flag and 1.34 ug/ml with a data flag.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.